Event description:
It was reported that during a mis spine procedure, the bur broke. There was no reported delay, medical intervention or adverse consequences with this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.